Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The patient's attorney did no allege a specific device failure or patient injury and medical records were not provided. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. This emdr has been filed for device #2, a separate emdr will be filed for device #1. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2011 the patient underwent surgery for repair of a right inguinal hernia. As reported, a perfix plug, (B)(4) and lot number husk0834 (device # 1) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2011 the patient underwent surgery for repair of a left inguinal hernia. As reported, a perfix plug, (B)(4) and lot number huvi0089 (device # 2) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016 the patient underwent an "additional surgery to repair the left inguinal hernia defect and remove the mesh." The attorney alleges, "to date, the perfix plug that was used to repair the patient's right inguinal hernia remains in place. However, patient continues to suffer from constant pain and soreness in the area, and may need an additional surgery in the future to remove this mesh." As reported by the attorney, the perfix plugs used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plugs.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The patient's attorney did no allege a specific device failure or patient injury and medical records were not provided. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence, adhesions, migration and erosion thereby underwent repair with neurectomy and mesh removal. Per operative notes, ¿the mesh plug appears to have migrated from the internal ring and eroded through the inguinal floor.¿ the instructions-for-use supplied with the device lists adhesion as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2011 the patient underwent surgery for repair of a right inguinal hernia. As reported, a perfix plug, reference number 0112770 and lot number husk0834 (device # 1) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2011 the patient underwent surgery for repair of a left inguinal hernia. As reported, a perfix plug, reference number (B)(4) and lot number huvi0089 (device # 2) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016 the patient underwent an "additional surgery to repair the left inguinal hernia defect and remove the mesh." The attorney alleges, "to date, the perfix plug that was used to repair the patient's right inguinal hernia remains in place. However, patient continues to suffer from constant pain and soreness in the area, and may need an additional surgery in the future to remove this mesh." As reported by the attorney, the perfix plugs used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plugs. Addendum per additional information provided: (B)(6) 2013 - patient developed with recurrent right inguinal hernia shortly post prostatectomy thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿identified an indirect hernia sac and excised it with excess fat. A large perfix plug (device #1) was placed into the indirect defect. Then an onlay mesh was cut to fit around the cord, laid it on the top of the other mess with two tails around the cord and sutured them to the conjoint tendon and shelving edge of the inguinal ligament." (B)(6) 2011 - patient had multiple hospital visits for swelling and mild discomfort in right and left groin. (B)(6) 2011 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿a small hernia sac was identified and excised. There was a small indirect defect and a large perfix plug (device #2) was placed. Then an onlay polypropylene mesh was placed on top of the perfix plug, sewed the tails of the mesh together and sutured them to the conjoint tendon and shelving edge of the inguinal ligament." (B)(6) -2015 - during visits patient had pain, discomfort and was diagnosed with recurrent hernia in left groin. (B)(6) 2016 - patient underwent open left recurrent inguinal hernia repair with explant of mesh (device #2), neurectomy and lysis of adhesions. Per operative notes, ¿the ilioinguinal and iiiohypogastric nerve was removed. The large direct inguinal hernia sac was identified. The mesh plug (device #2) appears to have migrated from the internal ring and eroded through the inguinal floor and densely adherent to the spermatic cord. The perfix plug (device #2) and the indirect hernia sac was dissected out. A piece of polypropylene mesh (prolene soft mesh) was sutured to the pubic tubercle. The mesh was split into tails and passed under the cord structures. The mesh was anchored to the rectus sheath and poupart¿s ligament just lateral to the internal ring." Attorney alleges that the patient had adhesions, mesh migration, nerve damage, pain, hernia recurrence, infection, and emotional injuries. It was also alleged that the patient underwent additional surgery to repair the hernia and remove the mesh; the mesh plug eroded through the inguinal floor and became densely adhered to the spermatic cord; permanent and severe scarring and disfigurement.